Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of an unknown mynx vascular closure device (vcd) split when entering the sheath. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the distal tip of a 6f/7f mynx control vascular closure device (vcd) split when entering the sheath. There was no reported patient injury. There was no reported damage to the device or device packaging prior to opening. The mynx vascular closure device (vcd) was used in a diagnostic procedure. The device was stored and prepared in accordance with the instructions for use (IFU). One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormalities were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not observed through analysis of the returned device since there were no damages/anomalies observed. The exact cause of the issue experienced by the customer could not be conclusively determined during the product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages or anomalies noted to the device. However, procedural/handling factors likely resulted in the difficulties experienced when attempting to insert the device into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.